Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, he had suffered a hypoglycemic episode. Patient reports that his cgm was reading around 80 mg/dl but he felt symptomatic. Patient didn't measure his bg. Patient ate some food to bring his bg up but the next thing he remembered was being treated by the paramedics with an IV and oral glucose. After treatment, patient's bg rose to 24 mg/dl while cgm was reading 58 mg/dl. At the time of his call to dexcom technical support, patient was feeling better.